Event description:
A battery box of a disposable lavage handpiece was found to be extremely hot and unable to be touched following a surgical procedure, although no malfunction occurred during the actual procedure. The clinical engineering department went to the or approximately one hour after event happened. The batteries were still extremely warm, but not leaking or damaged. There was no fluid infiltration into the battery compartment. The clinical engineers felt that the batteries may have overheated due to a short or an over-draw of current from the batteries. Additionally, there may have been a problem with the motor in the actual handpiece, but unfortunately the handpiece was separated from the device and was unable to be located in order review or test functions.